Event description:
A malfunction on a pump was reported by the caller, with no notable events occurring prior to the malfunction. There was no adverse impact on the customer's blood glucose level. The malfunction code was resettable, and since the issue did not recur after resetting the pump, the customer was advised that they could continue using the pump.